Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble with either her sensor or meter. Customer stated that the pump was not suspending when it is supposed to and her readings are good with the sensor and meter. Customer treated for her low blood glucose with candy. Customer reported a low blood glucose level of 48 mg/dl today and treated with 5 pieces of candy. Customer also had a low blood glucose reading of 36 mg/dl. Customer declined troubleshooting for the low blood glucose readings as she knows what caused it. Customer stated that she was out shopping and this morning her blood glucose was 48 mg/dl. Customer gave herself too much insulin last night before bed.